Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead , model: 3186ans , UDI: (B)(4), serial: (B)(4), batch: (B)(4).

Event description:
Related manufacturer report number: 1627487-2022-05055. It was reported that one of the patient's lead had migrated. It was noted that the patient did not lose effective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which the lead was repositioned. During the procedure, it was noted that one anchor was fractured so that was explanted and replaced during the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.